Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one denali filter was returned for evaluation. Visual evaluation of the sample revealed that six legs and five arms were present, hence, one arm had detached. Therefore, the investigation is confirmed for limb detachment. The investigation is inconclusive for the bent limb issue as no objective evidence was provided. A definite root cause could not be determined. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2020) the catalog number identified has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified.

Event description:
It was reported that approximately 1 year post deployment of a vena cava filter, a filter leg was allegedly identified to be upturned. It was further reported that after a filter removal procedure, a filter limb detached and remained in the patient. There was difficulty to remove the detached filter limb. Approximately 1 year and 9 months post filter removal, the detach filter limb allegedly migrated to the patient's heart. The current status of the patient is unknown.